Event description:
Right hip, revision of competitor implants. It was reported that a metal piece broke off of the devices during surgery. All pieces were retrieved and the case was completed successfully with a delay of approximately 1-2 minutes. Update on 26 october, 2023, wg: rep reported that the trial body removal device was damaged during trialing of the proximal body. After implantation of the final implant, surgeon decided he wanted a different version on the proximal body. The body/ stem separator was damaged when trying to remove the first proximal body.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.